Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the tip. The device was received with the stent detached from the delivery system. The stent of the device was not returned for analysis. The balloon was evenly folded and was not subjected to positive pressure. The balloon was also found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 16x2.5mm target lesion containing a bend >=90 degrees was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50x16mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.